Event description:
On(B)(6) 2022, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on (B)(6) 2022. The dentist was performing a restorative filling procedure on #30 tooth of a patient using the z95l handpiece (serial no. (B)(4)) during the procedure, the handpiece overheated, and the patient received a minor 2nd degree burn to their cheek. The injury was observed after completing the procedure, and the dentist noted white sloughing tissue where the device headcap would have been. The patient has had a follow-up with the dentist, and the injury is reported to have healed normally without need for additional medical attention.

Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, nsk america corporation, under report number 1422375-2022-00019.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. C220518-01]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [dbk30165]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (200,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000min-1 (motor revolution 40,000min-1). Nakanishi observed an abnormal temperature rise at the test point (1) and (2) a few seconds into the test. Temperature measurements about 30 seconds after the start of the test were as follows: test point (1): 80.9 degrees c. Test point (2): 101.4 degrees c. Test point (3): 33.0 degrees c. Test point (4): 33.5 degrees c. The increase in temperature was so sudden that the test was concluded about 30 seconds into the planned 5-mimute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the bearing retainer in the ball bearing on the rear side of the cartridge was broken the internal parts were soiled, abraded, and discolored. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. C220518-01. Conclusions reached based on the investigation and analysis results: a) nakanishi determined that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainers was the ingress of undesirable materials into the bearing, leading to abrasion. B) a lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance as instructed in the operation manual.